Manufacturer narrative:
Root cause: a device meant for cortical/cancellous implantation was placed in a cortical/cortical portion of the foot. When the wire was placed, the wire bent. This bending resulted in excessive friction between the implant and the k-wire when drilling. It should be noted that initially this event was determined to be not reportable. Upon re-review, it was decided that this should be reported.

Event description:
Post operative complaint. X-ray revealed partial thread delamination of the device. Fixation still appears to be stable.